Event description:
Family member of home pt reports connecting a new bag to an already spiked line of the homechoice set while troubleshooting through an alarm situation during fill 7/7 of apd treatment. Baxter's operational service representative assisted home pt in ending treatment for evening. Rn reports no pt injury or medical intervention required as a result of incident.